Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1.1 was not opening. The customer attempted to recover the storage space and rebooted the station; however, the drawer still failed to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not opened and failed to recover. A field service engineer (fse) had the customer recover the pocket; however, once the pocket lid opened, the system immediately entered required maintenance. Diagnostics were run, and all pocket lids opened and popped out without issue. Inspection of the retractor band revealed discoloration on the curved section of the cable, including a blue area and a vertical line. The retractor band cable was replaced, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.